Event description:
It was reported that the ilet connector fractured, leaving broken threads lodged in the device that could not be removed, which prevented reconnection and led the user to transition to multiple daily injections; the user also reported a hospitalization for bilateral pneumonia that was unrelated to diabetes and believed the device may have been mishandled or dropped, though this could not be confirmed. No clinical signs, symptoms, or conditions attributable to the device event. Outcomes included no health consequences or impact. Customer care provided support that included communication with the user and analysis of the information provided, including photographs. Investigation of this case revealed no identified device or use problem and no defined device component match for the connector, with appropriate terms not available for component and finding classification. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Device evaluation result: visual inspection identified minor tool-induced marks localized around the drug chamber opening, consistent with patient attempts to manually remove a fractured connector component. No additional cosmetic or structural damage was observed. Despite the presence of tool marks, the device was verified to remain fully functional and operated in accordance with design specifications. The retained connector fragment was successfully extracted from the drug chamber using needle-nose pliers without incident or introduction of secondary damage. The patient-reported condition was confirmed upon inspection. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.